Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate w/monitor) was confirmed. Upon investigation, the trunk cable was cut and the electrode belt failed incoming functionality testing. The cause for the failure was isolated to a severed red (can h) wire in the trunk cable. The root cause for the severed wire and cut cable was physical able. No adverse event resulted from the defective electrode belt.

Event description:
A zoll dist returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate w/ a monitor.